Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this device history record review. A device sample was received in good condition, with a scratched screen. Visual and functional tests were performed. The device investigation found service due displayed upon power up, and the clock battery needs to be replaced. No issues were found with the device continuously beeping. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The root cause of the reported issue was caused by the clock battery, which was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping and the real time clock battery needed replacement. No patient consequences were reported. No adverse effects were reported.